Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 530mg/dl at the time of the event. The customer also received an insulin flow block alarm. The customer was using the infusion set for a couple of hours. Troubleshooting was performed and the customer completed the rewind/load reservoir process before the connection to set. The customer was able to remove the set to the test site portion. It was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. The customer will discontinue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring: black . Case type = ngp. Customer complained on 11-nov-2022 is experiencing high bg and no delivery. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test, and displacement accuracy test. Unit passed dat test at 0.0858 inches. Unit successfully downloaded using thus. In further full review found multiple no delivery alarms in the pump history on 11-nov-2022 starting at time 04:41:00.000 during basal delivery. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: serial number label stained, serial number label fading, end cap address label fading, scratched case, pillowing keypad overlay, and corroded battery tube. Pump passed functional testing. Moisture damage found on electronic assembly, motor, and force sensor. Unable to confirm high bg. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that device was returned for analysis.